Event description:
Account alleged that the knee section is up and will not lower. Account alleged that if he attempts to put the bed in trendelenburg the knee will lower slightly and when he lets off the trendelenburg lever the knee will run back up unintentionally.

Manufacturer narrative:
Account stated that he replaced the siderail switches for the knee to resolve the problem with the knee function running unintentionally. The knee siderail switches were defective.